Event description:
The following has been reported: per nursing report, upon completion of gravity chemotherapy being infused via the secondary port on the cassette, saline on the primary line then leaked from the secondary port on the cassette. (Gravity process for small volume chemotherapy: prime primary line with saline, then use slide clamp to close primary tubing, attach chemotherapy to secondary port on cassette and infuse, once completed, clamp off secondary chemo tubing and open clamp on primary tubing to flush the primary line with saline). No sample available. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for investigation. Without the proper sample or picture it is not possible to determine the root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The probable root cause may be related to a leak caused by overinsertion of the secondary port during manufacturing, which could have resulted in a crack. However, without the sample or supporting images, the exact root cause cannot be definitively determined. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.